Event description:
Procedure performed: laparoscopic myomectomy. Event description: complaint 1 of 2: (B)(4), complaint 2 of 2: (B)(4). During the surgery, a gas leakage issue was noticed after a period of operation. When the user removed the c8312 for inspection, it was found that the green ring had partially detached from the wound sheath. After replacing it with a new one, the same issue occurred again after some time. User replace with a new one to complete this surgery. Additional information provided by [name] on 20 jan 2025 via email: the malfunction occurred mid-procedure. It was observed that the patient's abdominal insufflation had decreased, leading to the suspicion of a potential air leakage. Upon investigation, it was identified that the leakage originated from c8312. The issue was confirmed when c8312 was removed from the patient, revealing the problem. The sheath became detached at the connection point within the green ring. No instruments were used within the alexis during placement. No instruments were used within the alexis during the procedure. The device did not particulate. Intervention: user replace with a new one to complete this surgery. Patient status: the patient is in good condition.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic myomectomy. Event description: during the surgery, a gas leakage issue was noticed after a period of operation. When the user removed the c8312 for inspection, it was found that the green ring had partially detached from the wound sheath. After replacing it with a new one, the same issue occurred again after some time. User replace with a new one to complete this surgery. Additional information provided by [name] on 20jan2025 via email: the malfunction occurred mid-procedure. It was observed that the patient's abdominal insufflation had decreased, leading to the suspicion of a potential air leakage. Upon investigation, it was identified that the leakage originated from c8312. The issue was confirmed when c8312 was removed from the patient, revealing the problem. The sheath became detached at the connection point within the green ring. No instruments were used within the alexis during placement. No instruments were used within the alexis during the procedure. The device did not particulate. Intervention: user replace with a new one to complete this surgery. Patient status: the patient is in good condition.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit and the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated during use. It is possible that the fully unflipped inner ring made the sheath more susceptible to separating from the inner ring. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.